Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device tamper-evident labels had to be replaced. The customer stated problem was duplicated, variable relief valve was broken, unable to complete the tests. Relief valve was broken - replaced. Knob caps were missing - replaced. CPAP was over limit - adjusted. Cycle led adjusted. Backpressure leak detected - demand valve replaced. Filter replaced, new battery fitted. The cause of the reported problem was traced to wear and tear and user manipulation of the device. No previous service history. Manufacturing DHR not relevant due to age and condition of device.

Event description:
It was reported the device was returned to the service center for repair - problem with relief pressure. No patient injury was reported.

Manufacturer narrative:
Other text: e4 is unknown, no information provided to date. UDI section of d4 is unknown, no product information has been provided to date.